Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, the physician injected 60cc of d5w into the balloon during preheat. After the preheat timed out after the initial four minutes, the doctor removed the fluid from the balloon but only retrieved 30cc. When the physician removed the balloon from the patient, a hole was noted in the balloon. It is unknown how the case was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There was a hole in the balloon.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.